Event description:
It was reported that the ph and carbon dioxide levels on the cdi 500 were inaccurate during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The unit was returned to terumo for investigation and the complaint was not confirmed. The monitor passed all of the service testing and was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.